Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 95258 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) had issues with microclots and platelet clumping with the product.

Manufacturer narrative:
Manufacturer location updated to (B)(4). Manufacturer updated to (B)(4).